Event description:
Catheter stretched when being removed by physician. Physician chose to surgically remove catheter. No adverse event reported.

Manufacturer narrative:
Eval summary: the device involved in this incident has not been received for evaluation. Without the actual product or the lot no., a complete analysis cannot be conducted. The info contained herein is based on the info provided by the initial reporter. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.